Event description:
Prospace bone tlif 9x5 implant at the l5/s1 level failed. Broke in two requiring re-operation. Pt does have bmi of 35.6. Pt had tow prospace bone implants that day. The 9x5 is the one that failed, by breaking in half, requiring a 2nd surgery. Other implants for the original surgery include spinal fusion stimulation, infuse, and screws and rods.